Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole in valve" and "hole on valve side." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole in valve" and "hole on valve side." The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a partial implant date: 2003 was provided. Laboratory analysis summary: the device related to the reported event of deflation was received on march 11, 2025, with catalog number mcghan 320cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, delamination of diaphragm valve assessed as adhesive failure and an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.